Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon applied another device to correct the condition. The hosp has reported no pt injury occurred.